Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during routine check, the cs300 intra-aortic balloon pump (iabp) unit had a battery issue. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the power supply charger board was defective. To fix the issue the fse replaced the defective power supply charger board. Now the unit is working satisfactorily in both ac mains & battery. Handed over to customer in good working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a